Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented after receiving multiple shocks. The presenting electrogram (egm) revealed noise, oversensing and pacing inhibition with movement. The amplitude measurements on the right ventricular (rv) lead had changed a lot from 25 mv to 3-4 mv. As a result, tachy therapy was programmed off and the patient was admitted. The right ventricular lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 381-387 mm from the tip. Detailed analysis of the fracture site determined the conductor coil was fractured due to fatigue.